Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07553. It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a pt graphix guide wire was advanced to the lesion with the wire tip bent, a 3.00mm x12mm apex balloon catheter was selected for use and advanced for dilation. However, during the procedure, the balloon ruptured. The wire and the balloon catheter were changed with a new one. However, upon inflation, the second 3.00mm x12mm apex balloon catheter ruptured. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned device consisted of a balloon catheter. The balloon was loosely folded and there was contrast in the balloon. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon. Microscopic inspection of the balloon revealed a pinhole in the balloon material, 10mm from the tip of the device. Inspection of the markerbands found no irregularities or defects. Microscopic inspection presented no irregularities or defects to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07553. It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a pt graphix guide wire was advanced to the lesion with the wire tip bent, a 3.00mm x12mm apex balloon catheter was selected for use and advanced for dilation. However, during the procedure, the balloon ruptured. The wire and the balloon catheter were changed with a new one. However, upon inflation, the second 3.00mm x12mm apex balloon catheter ruptured. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was fine.